Manufacturer narrative:
This report is submitted on march 25, 2024.

Event description:
Per the clinic, the device was electively explanted due to ear canal surgery which is not cochlear device related (specific date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2024.